Manufacturer narrative:
Product information for the second a1cnow lot#: 1224115, exp date 01/24/2014, manufacture date 10/24/2012. In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
A health care professional from (B)(4) stated two a1cnow kits provided lower readings than the lab test. The following example was given: a1cnow = 7% lab = 8.9%. It is unknown which a1cnow kit this relates to, or if both kits provided the same reading. The difference between the results could be clinically significant. There was no allegation of an adverse event. The two kits are expected to be evaluated and replacement kits were sent.

Manufacturer narrative:
Only one lot (1306436) was returned for evaluation.